Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 2/1/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lsh/bso. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological on an unknown date and an unknown mesh was implanted. It was reported that following insertion the patient experienced unspecified complications. No additional information has been provided.